Event description:
It was reported that the patient's rechargeable battery started to deplete quickly. At first the reporter said the change was noticed about two months ago, but later the reporter said everything was fine on (B)(6), but by (B)(6) the battery depleted by 50% in a day. The programmed parameters and usage had not changed. The patient did not recall any accidents or trauma, but noted that she was at the airport less than a month ago and that on (B)(6) she had to put her left foot down to stop her bike quickly. It was also noted that the patient was on blood thinners. Following a trip the patient reported that stimulation "all of a sudden quit." When the patient tried to recharge on (B)(6) the recharger was unable to find the ins, which had last been recharged on (B)(6). It was reported that even before the trip the recharger "was acting strange," and for the previous two months it had taken 15-20 minutes of adjusting the antenna in order to start recharging. In addition, the patient was usually able to sync the programmer to the ins through her jeans, but was now unable to, or was delayed. Use of the antenna locate feature resulted in a power-on-reset (por) message being displayed on the recharger. The patient was then able to get six coupling bars while recharging, however she was unable to use the programmer to clear the por message. The patient was instructed to charge the ins to at least 50% before trying to clear the por. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).